Event description:
Reporter noted vitrectomy cutters are shreadding metal particles into the eye. Particles were aspirated out at the time, but feels this could be damaging to the patient if fragments are left in eye.